Event description:
While prepping the 7x100 smart control stent, the physician noticed the second flush came out "kind of funny". The product was inspected and the outer sheath that covers the stent appeared to be split at the tip. A second smart control was used without any problem. In addition, a tempo aqua was stuck in the distal vessel in a very tight lesion. The physician was trying to get the catheter to move, so he continuously torqued the product and it broke and separated inside of the patient. The hub and 5 cm of the proximal end of the catheter remained outside of the patient. The physician did not use a guidewire during the use of the catheter. The physician inserted a wire through the separated catheter and removed the device. The procedure was completed successfully. The physician was performing a procedure to the left superficial femoral artery (sfa).

Manufacturer narrative:
This is one of two products involved with the reported event, which is associated with manufacturing report numbers 9616099-2007-02357 and 9616099-2007-02358. The product has been received for analysis, but analysis has not begun. Additional information will be provided within 30 days of receipt.